Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament was about 1 inch exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device. A posterior cuff miss occurred because the needle tip was returned without the posterior cuff. A proxy plunger was inserted and the needle trajectory was acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The returned device does not match the reported experience of inability to advance the knot becoming tangled up, as the monofilament was found still inside the device. There were no manufacturing or quality issues detected that could have contributed this event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after device deployment, during knot advancement toward the arteriotomy, the knot was tangled and would not slide down. The physician cut the sutures and inserted a second proglide to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.